Manufacturer narrative:
On 7/14/2016 integra completed investigation. Manufacture date unknown. Method : failure analysis, device history evaluation. Results failure analysis: - there was mlx unit returned for burning the connector on the light source. There was visible damage to the rear bottom housing and a rattle inside the unit. Inspection records were reviewed for any mention of damage prior to shipment, no damage was observed. The cover was removed from the housing to find the mirror dislodged. The dislodged mirror would allow heat transfer to the cable, and thus causing the connector to overheat and burn. The mirror was replaced and unit allowed to run at 100% for 60 minutes. No overheating was observed. Customer misuse causing damage to the mlx unit is why the connector burned. Device history evaluation - nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none engineering change order / manufacturing change order history: none corrective action preventive action history: none health hazard evaluation history: none conclusion: the mirror would have become dislodged when the impact damage occurred. The dislodged mirror would allow heat to transfer from the lamp to the connector. This excess heat is what caused the connector to burn.

Event description:
Dealer initially reports device was first used in the operating room . Fifteen minutes after connecting the light source + crown a blue light began to warm up the cable to the inability to use . As a result, light source connector burned. Immediately all items were disconnected, usage was stopped .there was a smell of burn in the room. The pin of the ax2100bif is brown and was hot when they tried to disconnect it. On 7/13/2016 dealer reports urology procedure in progress, no patient contact, first time use for device and backup device available. No further information available. 1 0f 2 related complaints.